Manufacturer narrative:
Additional information was received that the patient was experiencing intermittent stimulation due to the lead fracture.

Event description:
A report was received that high impedances were noted on the patient&#38112;scs. X-ray revealed that one of the leads had fractured. The patient was doing well and there will be no further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that high impedances were noted on the patient's scs. X-ray revealed that one of the leads had fractured. The patient was doing well and there will be no further course of action will be taken.